Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a short circuit and one of the channels being damaged was confirmed. The universal battery charger (ubc) (serial #: (B)(6)) was returned for analysis to the european distribution center (edc). The system powered on as intended. Liquid damage was found on the power supply printed circuit board (pcb). The power supply pcb was replaced. Preventative maintenance was performed per procedure. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, components on channel 1 of the pcb were found to be electrically damaged beyond repair. The pcb was inserted into a test fixture and was unable to power on. Power was being supplied; however, the damaged components caused channel 1 to have lower voltage by ~6v compared to channels 2 ¿ 4. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the ubc (serial #: (B)(6)) and the ubc was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states ¿keep the battery charger dry and away from water or liquid. If the battery charger comes into contact with water or liquid, it may fail to operate properly or cause an electrical shock¿. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) had a shirt circuit and one of the charging slots was burned. The ubc was exchanged.